Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in may 2011 and is almost 2 years old. It appears that the surgeon may have forced the reamer forward during initial reaming, causing damage to the reamer shaft. The material of the drive shaft is nitinol, which is essential to the flexibility of the drive shaft. This is an adequate material for the drive shaft. There is not any finishing process or other treatments that can improve the performance of the shaft. Other designs have been considered, but the current design has been determined to be adequate. The design and clinical risk management document is being updated to reflect the current occurrence rate reflected by the 5-year complaint history and sales figures in the us and europe. In 5 years, there have been approximately (B)(4) sales and approximately (B)(4) complaints, which corresponds to a rate of occurrence of (B)(4) occurrence (B)(4). The severity of the risk is also being increased, as material left in the patient signifies a moderate 3 severity of the risk. This is determined because the risk typically would not permanently impair bodily functions of the patient, but could cause injury, elongation of or time, and use of another instrument, risk severity 3. It appears that the surgeon may have forced the reamer forward, off-axis, during initial reaming causing damage to the reamer shaft.

Event description:
During a procedure on (B)(6) 2013, the nurse reported that while the surgeon was using the ria system to ream the tibia, the tip of the ria drive shaft broke off as the surgeon was removing it. It was noted: surgeon was able to ream the canal without issue and was able to retrieve the broken piece of the drive shaft. Surgery was not prolonged and no adverse effect to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 15803-01 revealed the drive shaft, minimum 520mm length for use with ria was manufactured by (B)(4). Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.